Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Noise was noted on the atrial lead during a follow-up appointment. The noise was reproduced with left arm movement. No intervention was undertaken; the patient will be monitored.